Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent empty cartridge alarms occurred with multiple cartridges. Reportedly, the cartridges contained insulin. Customer¿s blood glucose value was between 129 mg/dl. Customer continued to use the pump for insulin therapy.